Manufacturer narrative:
Clinical evaluation performed by medical affairs department on 02-jan-2024: almost four month after a primary tha, using quadra-p implant, stem radiolucencies were noticed by the surgeon during a post op x-ray check. No clinical information about the patient was reported and no revision surgery is planned. From the available x-rays images, radiolucencies lines are appretiable around the proximal femur, in both the ap and lateral views, and also a slightly shortened leg (or perhaps subsidence of the stem secondary to loosening). As the immediate post-op images are not available, no comment can be made as to the development of the radiolucent lines. This short term outcome is very rare and surprising and we are unable to make a reasonable forecast of the possible evolution. Additional information of this fu: clinical evaluation.

Event description:
The surgeon noted radiolucent lines on radiographs 3,5 months after surgery and diagnosed mild stem loosening on the right hip in the 1/7/8/14 area. The patient does not complain of any pain or discomfort. Revision surgery is not planned. The patient will be monitored. Note: patient is bilateral.

Manufacturer narrative:
Batch review performed on 16 november 2023. Lot 2000333: (B)(4) items manufactured and released on 20-may-2020. Expiration date: 2025-may-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with 1 similar reported event during the period of review.